Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up arrow, down arrow, and ok keypad buttons are intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: all keys intermittently responding. Removed keypad. "Ok" key contact inverted. No scrolling observed. Contamination found under all key contacts. Battery compartment crack observed in thread area. Leak test shows leak at battery compartment crack. Evidence of moisture contamination found inside battery compartment. Pump case was removed, evidence of additional moisture contamination found inside pump and on associated electrical components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.